Manufacturer narrative:
Currently, it is unknown whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if additional information becomes available.

Event description:
It was reported by the patient that in 2007 the mesh was explanted due to the mesh was "twined" around her intestines. The patient reported that she and the doctor felt lumps when her abdomen was palpated. The patient also reported pain. The implant date was in 2004. Patient reported she is stable after the surgery.